Manufacturer narrative:
Result: severely bent timing linkage.

Event description:
It was reported by service report that the left foot-end siderail would not lock in the upright position. No pt involvement or adverse consequences were reported.